Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 4.0x15 mm nc trek was advanced to the mid left anterior descending coronary artery without resistance. The nc trek was inflated to post dilate a stent when the proximal shaft of the nc trek fractured near the hub outside the patient. The nc trek deflated on its own due to the fracture and the distal separation was removed from the patient. There was no resistance during removal. A 4.5 mm diameter, non-abbott, non-compliant balloon was used to post dilate the stent. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.